Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys tsh assay (tsh) on a cobas 8000 e 602 module. The initial tsh result was 0.77 uiu/ml. This result was reported outside of the laboratory where the customer¿s client stated the result did not match the previous tsh result for this patient. On (B)(6) 2017 the sample was repeated and the result was 2.52 uiu/ml. The sample was repeated again using a diluted sample and the result was 2.96 uiu/ml. There was no allegation that an adverse event occurred. The tsh reagent lot number and expiration date were not provided. A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided. The most likely root cause is that there were bubbles on the sample or the reagent. A general reagent issue can most likely be excluded. Other possible root causes for this event may be sample quality and insufficient maintenance.